Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter stated that the subject meter was reading inaccurately at 3:15am on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result ¿in the 100s mg/dl¿ compared to a result on an emergency medical services (ems) meter of ¿50 mg/dl¿, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with humalog and levemir insulin which is injected by his wife. The reporter stated that prior to the start of the alleged issue, the patient had taken his usual dose of medication. The reporter denied that the patient had developed any symptoms as a result of the alleged issue but stated that the patient had received glucose tablets from ems. At the time of troubleshooting, the reporter was unable to confirm whether the meter was set to the correct unit of measure. The cca confirmed that the patient¿s test strips were within expiry date and had been stored correctly and the test strip vial was intact. The cca noted that the patient had used an approved sample site and the reporter described the correct testing steps. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received ems intervention of that given for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.